Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 29-apr-2020. The most recent information was received on 27-may-2020. This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain lower ('pain in hypogastrium') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/pf/58865) on 29-apr-2020. The most recent information was received on 27-may-2020. This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain lower ('pain in hypogastrium') in a female patient who had essure (ess205) inserted. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2019, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), 16 years 9 months after insertion of essure (ess205). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: insertion date added and essure model updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain lower ('pain in hypogastrium') in a female patient who had essure (ess205) inserted. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2019, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), 16 years 9 months after insertion of essure (ess205). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2021: ha number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-apr-2020. This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain lower ('pain in hypogastrium') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.